Event description:
The clinician experienced insertion problems with the neotrend -l sensor. Three attempts were made to insert the sensor into the patient, but each attempt failed. During the insertion process, air bubbles were visible in the system and the patient's blood backed up past the y-connector and leaked out at the blue nut. The sensor was removed and returned to the manufacturer for investigation. No report of injury or harm to the patient has been received.